Manufacturer narrative:
The product was not returned due to the fact that the user facility did trouble shooting and reset the time delay to zero. The product has been functioning normally.

Event description:
The customer reported that when a patient got up, the alarm didn't sound immediately and the patient fell. There was no injury to the patient. They did trouble shooting and set the delay on zero. The unit is working fine. They didn't realize it was set on a time delay to alarm.